Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The customer provided two different product codes with five different lot numbers and stated that they were not sure which one was used during the case. A qlik query was executed on 06/25/2019 for all the given lot numbers of the given complaint devices but no nonconformances were identified. The feedback from the hospital suggests that they believe that the gun didn't contain a backstop, therefore is a possible root cause for the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: unavailable. The exact type of device and lot number are unknown.

Event description:
It was reported by the affiliate via email that the truespan 24 degree peek didn't fire during use on the patient. The procedure was meniscal repair. No depuy synthes staff was present at case but feedback suggests that they believe that the gun didn't contain a backstop. The lot numbers of the items used are present in the attached order form but it was mentioned that they were unable to determine which of the items used during the case from it. The affected items were discarded. Additional information received from the affiliate reporting a 10 minute surgical delay and there were no consequences to the patient or the user. It was also reported the patient was said to be in good health now. Additional information received from the affiliate also reported the hospital does not know which devices had malfunctioned and all were discarded so they are not available to return for evaluation.